Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 350 mg/dl. The pod was worn less than an hour on the abdomen. It was noted that the cannula dislodged from the site. Hyperglycemia treated with pen corrections.

Manufacturer narrative:
The device was received undeployed. The cannula could not dislodge, for the cannula did not deploy.